Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was occluded the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Currently we experienced infusion filter clog issues three times during patient treatment. However, it never happened on other sites.

Manufacturer narrative:
Duplicate to (B)(4).

Event description:
Cancel.